Manufacturer narrative:
(B)(4). Method, result, conclusion: device discarded therefore analysis unable to be performed. (B)(4).

Event description:
After a micro discectomy spine case, where the aquamantys system was utilized, it was reported that a patient had a loss of feeling in his one leg below the knee. Patient was taken back into surgery two days later for a decompression procedure. At the time of the reported incident the patient did not have feeling in his leg back yet, but the surgeon stated that he anticipates the sensory and motor function to return to normal over 1 to 3 months.